Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2019-01477. Patient had a lead relocation on (B)(6) 2019 and therapy was restored post operatively..

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2019-01477. It was reported patient suffered a fall and lost stimulation on the right side approximately on (B)(6) 2019. Diagnostics indicated that the right lead had migrated. To address the issue patient may be awaiting surgical intervention.